Event description:
The customer stated that a patient sample generated a false positive architect troponin result of 3.659 ng/ml. Multiple patient samples drawn had exhibited mostly the same result (no data provided). The physician questioned the result. Ck mb testing was negative and bnp was slightly elevated. No results were provided for those assays. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This issue was previously reported under MDR number 1628664-2012-00466 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Accuracy testing was completed using retained kits of reagent lot 89202un12. Acceptance criteria was met, which indicates acceptable product performance. Customer complaint data was reviewed and no adverse trends were identified for reagent lot 89202un12. The architect stat troponin-I reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify malfunction/deficiency.